Event description:
It was reported that the patient underwent a spinal procedure. It was reported that the pituitary tip was bent. No patient complications were reported.

Manufacturer narrative:
(B)(4). The device was returned to the manufacturer for evaluation. Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete. A review of the device history records for this device did not reveal any non-device to specification or deviations in procedure which might contribute to the reported event.

Manufacturer narrative:
The device was returned to the manufacturer for evaluation. The inferior shaft is broken at the pivot pin. The broken off portion of the shaft is missing and not returned for analysis. Optical examination identified a fairly brittle fracture, with no indication of fatigue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.